Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that there was blood on the distal conductor of the lead and it was obstructed. Analyst notes commented that no guidewire was returned, therefore, condition and brand is unknown. Used a fresh guidewire and test fails due to blood obstruction at 71.7cm.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the guidewire had a significant amount of resistance and was not able to be engaged after several attempts. The left ventricular (lv) lead was not implanted and another lv lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.